Manufacturer narrative:
The logs revealed a series of premature power source switches, possibly caused by a communication error between controller and battery or could have been the result of actions by the patient. The following batteries were involved in the premature power switching events: (B)(4). However, batteries (B)(4) were not mentioned as part of the reported event and were not returned for evaluation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. (B)(4) - battery. (B)(4) - battery. (B)(4) - battery. Method: manufacturing review. Heartware has opened an internal investigation to address communication errors between controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of three reports (3007042319-2015-03825, 3007042319-2015-03826, & 3007042319-2015-03827) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). Preliminary log file analysis dated (B)(4) 2015 by clinical engineer indicates that "1 critical battery alarm was logged on (B)(4) on (B)(4) 2015 at 10:39:39." The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of three reports (3007042319-2015-03825, 3007042319-2015-03825, & 3007042319-2015-03827) submitted for devices related to the same event.

Event description:
It was reported by the site that the controller was overheating and several critical battery alarms were noted in a charging level "not less than 10 or even 25%." It was stated that the controller was so hot that they could not touch him. All peripherals were exchanged and there were no reported consequences or impact to the patient. The issue resolved following the exchange of the controller. Reportedly, the patient did not drop the controller and the controller was never underneath/covered with any material such as blankets. The patient did not report any loss of power to the system. Log files were sent. Investigation is pending.

Manufacturer narrative:
Three batteries were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event (controller overheating) could not be confirmed because the controller was not returned for evaluation. The critical battery alarms reported were confirmed via review of the controller log files, which revealed that three (3) critical battery alarms had occurred, possibly due to a communication error between the controller and the batteries connected to it. However, analysis of the devices could not be performed since the devices were not returned for evaluation. The malfunction confirmed via logs (critical battery alarms) is related to the reported event. A possible root cause of the critical battery alarms reported can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date 07/31/2015; UDI # n/a; results: interoperability problem; conclusion: design deficiency; recall number: z-1607-2014. (B)(4) - battery / catalog number 1650de / expiration date 03/31/2015; UDI # n/a; results: interoperability problem; conclusion: design deficiency; recall number: z-1607-2014. (B)(4) - battery / catalog number 1650de / expiration date 06/30/2015; UDI # n/a; results: interoperability problem; conclusion: design deficiency; recall number: z-1607-2014. This is report two of three reports (3007042319-2015-03825, 3007042319-2015-03826 and 3007042319-2015-03827) submitted for devices related to the same event.